Event description:
Customer noticed a leak, on the floor, in front of the analyzer. The leak was in the walkway. Customer stated she found the reagent line to r1 syringe was not connected. She stated no one was injured in any way and no discrepant or erroneous pt results were generated.

Manufacturer narrative:
Customer tightened the reagent syringe tubing connector prior to the field service rep's arrival, this resolved the leak. The field service rep checked alignments and performed performance checks which were within specs. Customer ran quality control, which was within range, to verify analyzer operation.